Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (health effect-clinical code), h10(part evaluation summary), h11 corrected fields: h6(type of investigation). It was reported that the cardiosave intra-aortic balloon pump (iabp) device shutdown mid-therapy. Customer have replaced unit with a known good unit and took defective unit to biomed shop. A getinge field service engineer (fse) initial investigation shows unit powers up and autofill¿s with a system trainer and 40 cc balloon. In the system logs there was a fault code 106 recorded on the date of incident. In the service manual, fault code 106 states communication error in the software data centre. Replace the executive processor board (d670-00-0770) and reloaded software, performed 30 psi calibrations, and ran the unit overnight on a system trainer and 40 cc balloon with no failure. Unit passes all functional, safety, and electrical tests to factory specifications. There was a patient involvement and no patient harm. The equipment was cleared for customer use. The defective components were received for further investigation. The failure analysis and testing department received pn: 0670-00-0770 sn: (B)(6) exec. Processor board. This part was received with a reported unit failure message of device shutdown while therapy. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec. Processor board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department could not verify the failure of device shutdown. The failure analysis and testing department let the cardiosave pump for an hour and could not observe shutdown of the cardiosave. The board passed testing. Retaining the board in the fat dept. As per procedure (B)(4) rev al. Fat received pn 0670-00-0770 back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) device shutdown mid-therapy. The executive processor board failed. The unit was replaced with a known working unit. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device shutdown mid-therapy. Customer have replaced unit with a known good unit and took defective unit to biomed shop. A getinge field service engineer (fse) initial investigation shows unit powers up and autofill¿s with a system trainer and 40 cc balloon. In the system logs there was a fault code 106 recorded on the date of incident. In the service manual, fault code 106 states communication error in the software data centre. Replace the executive processor board (d670-00-0770). I replaced the executive processor board reloaded software, performed 30 psi calibrations, and ran the unit overnight on a system trainer and 40 cc balloon with no failure. Unit passes all functional, safety, and electrical tests to factory specifications. There was a patient involvement and no patient harm. The equipment was cleared for customer use. The defective components were received for further investigation. This part was received with a reported unit failure message of device shutdown while therapy. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec. Processor board into the cardiosave test fixture sn ca204340l1 and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department could not verify the failure of device shutdown. The failure analysis and testing department let the cardiosave pump for an hour and could not observe shutdown of the cardiosave.the board passed testing. Retaining the board in the fat dept. As per procedure 0002-07-d008 rev al. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.